Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was re-installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9800 system coned down and the system locked up. Also, there were mixed up images. No patient injury was reported.